Manufacturer narrative:
Exact date unknown, event occurred seven months ago from date the manufacturer became aware of the event. Explant date: seven months ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.